Event description:
A customer contacted beckman coulter inc. (Bci) regarding falsely low sodium (na) results generated by the unicel dxc 600i synchron access clinical system. No false results were reported out of the lab. When the low results were noticed, the samples were rerun on a different instrument in the lab and those results were reported. Patient treatment was not affected in connection with this event.

Manufacturer narrative:
The specimen was serum. Na qc was within lab-established ranges on (B)(6) 2011. A field service engineer (fse) evaluated the instrument and found no issues. The fse verified the instrument's performance. A clear root cause for this event is unknown.